Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during meniscal repair surgery, while deploying the implant, the trigger of the gun free of two truespans and the implant could not be deployed completely. As a result, the implant got wasted. The surgeon used another truespans which worked fine. The angle of deployment was also okay. The surgeon opened a total of four truespans; two were wasted, and two worked fine. It was reported that the surgeon did not raised any complaints and there was no adverse effect for the patient. There was a 5-10 minute delay due to the event. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. Report 1 of 2 for (B)(4).